Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03629 / 03630).

Event description:
During a left hip revision procedure, the patient experienced a fractured femoral shaft. This issue was reported to be resolved during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During a left hip revision procedure, the patient experienced a fractured femoral shaft. Circlage wires were implanted to treat the fracture.